Event description:
Report received of the secondary dose infusing at the wrong rate. The pump was returned from clinical service with an unsigned note that stated the device did not run the secondary dose at the correct rate. There was no tracking info (patient, nurse, location) available. There was no reported adverse pt event. Though requested, there was no further info available.